Manufacturer narrative:
The cannula of the returned device was not deployed. The download data showed the device ended first prime at 46 pulses and was then deactivated at 56 pulses. The sma wires were actuated in sequence to rotate the ratchet gear, and no slipping of the hook talons was observed. The cause of the reported event could not definitively be determined. (Device available for eval: yes, date returned to mfg: 4/17/2019) the device had been received at the time of initial report. (Device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the cannula never deployed. The pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation, and the cannula was not visible when the pod was removed. The patient¿s blood glucose (bg) reached 390 mg/dl. The pod was worn for less than an hour. The patient's blood glucose history is as follows: (B)(6).